Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with a device that was not working as intended. Two weeks later, the patient underwent surgical intervention to explant the ipp. A hole was found in the cylinder, so the cylinders and pump were replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. The cylinders were examined and both cylinders presented wear at folds at the proximal end of each body. The kink resistant tubing (krt) of the first cylinder was worn to the filament. The other cylinder krt had a hole resulting in fluid loss that was consistent with sharp instrument damage. The pump was examined, and the tubing was cut down to the pump block with no tubing available for analysis. The pump was functionally tested and did not pass within product specification. Based on the information available, the device allegations could not be confirmed; however, the pump not passing the activation testing could cause or contribute to the reported clinical observations.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with a device that was not working as intended. Two weeks later, the patient underwent surgical intervention to explant the ipp. A hole was found in the cylinder, so the cylinders and pump were replaced. There were no patient complications reported.